Manufacturer narrative:
It is unknown if the device is available for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A device history review (DHR) could not be completed due to the unknown lot number.

Event description:
The event occurred on an unspecified date and involved a tego cap that had air leaking into the dialysis blood lines requiring nurse intervention to remove the air and prevent unnecessary blood loss to the patient. It was reported that when the safety clamps are applied to dialysis access with a tego cap present, they are stretched beyond their intended use and can cause stress from excessive pressure on the blood line to dialysis access connection point. There was no adverse event reported.